Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report: 1627487-2018-05235. It was reported the patient experienced a cerebrospinal fluid leak (csf) during the drg trial procedure on (B)(6) 2018. The physician proceeded with redirecting the lead to another location. The patient stated having a headache post-operatively, for which she was provided medication and told to lie flat. The patient reportedly had clear fluid leaking along with persistent headaches the following day. Subsequently, a blood patch was performed on 17 may 2018 with the removal of the trial leads.

Event description:
Device 1 of 2 reference MFR. Report: 1627487-2018-05235. Follow-up identified the patient's symptoms have resolved following the blood patch.